Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostial obtuse marginal artery. A synergy drug-eluting stent was advanced to treat the lesion. However, as the stent was passing through the circumflex, the stent got stripped off from the balloon. It was able to be loaded on the smallest balloon and snagged it up to the circumflex area and it was then deployed there. The procedure was completed using a different stent. No patient complications were reported and the patient's status was fine.